Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Potential reprocessing/re-use of a single-use device the device was returned with the distal tip of the blade broken off and it was returned with the device. The remaining blade portion was scratched, evidence of contact with metal in or out of the operative field. The device was functionally tested with a generator. During functional testing on gen11 an alert screen was displayed. In addition, the hand control button were not functional. The device was disassembled to inspect internal components. Moisture was found at the hand activation domes. Due to the moisture discovered on the instrument which is evidence of possible reuse, we are unable to determine how this condition impacted the performance of the device and therefore cannot conclude root cause. Our manufacturing, sterilization, packaging, and shipment processes do not introduce moisture to the device.

Event description:
It was reported that during a laparoscopic hepatectomy procedure, the experienced surgeon was using the device and activating with an open jaw most of the time. Surgeon claimed that a blade wasn't touching with the metal or instrument during surgery. After three hours of surgery, an error code is shown and the doctor took out the device for nurse's investigation. The blade fell on the surgical field when she slightly wiped the blade with gauze. Eventually a new device was opened and used to complete the procedure. There were no adverse consequences for the patient reported.